Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant during its installation surgery because fenestration occurred on biomaterial graft region, hindering to fix it in patient¿s mouth. The patient presented insufficient bone quality/quantity (bone type IV).